Manufacturer narrative:
This report was filed in error, the initial MDR was filed under manufactiurer report #1020279-2013-00129.

Event description:
It was reported that a revision was performed due to pain.